Event description:
It was reported by the hcp there was a pump that shut off a month sooner than its replace by date. On a follow up communication the hcp said she could not recall a patient name or that she said she knew about a patient whose pump shut off a moth before eri. If additional information becomes available, a report will be provided.

Manufacturer narrative:
(B)(4).